Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the lack of image was caused by a faulty cable. The cause of the faulty cable was attributed to the disconnection from cable buckle. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a defective cable unit. The cable was found to be pinched. Additionally, the charge-coupled device was found in a dirty condition due to insufficient cleaning. Additional issues were identified during the device evaluation: the cable was found pinched; there were scratches on the coupler stopper and plate; switch 2 was pinched; the buttons were deformed; and the characters were not displayed on the rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that during preparation for a therapeutic laparoscopic cholecystectomy procedure, the 4k camera head was not working. While the camera head was connected, there was no image and only the color bar was displayed. The intended procedure was completed successfully with a similar device. There were no reports of patient harm associated with this event.